Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the pump was not returned an investigation was not possible. A DHR review was completed and found no non-conformances associated with the device. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump "can't stop feeding". Mmdg did follow up with the initial reporter who stated that they did not have any additional information. (B)(4).

Event description:
The initial reporter stated that the pump "can't stop feeding". Mmdg did follow up with the initial reporter who stated that they did not have any additional information. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances during the original build. When the pump was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the complaint. There is no indication that the complaint occurred as reported. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.